Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy are ongoing. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 02-apr-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 03-apr-2026. It was reported that three of the patient's remunity pumps (serial numbers (B)(6) were not functioning as expected and they received recurring alarms. The patient reported that they were able to temporarily resolve the issues by troubleshooting, but ultimately switched to a fourth pump they had on hand. The patient stated that they felt well and denied any breathing issues or other adverse events.